Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that approximately 3 weeks before the event, a stent was implanted in a pt who was suffering from ami. In 2009, the pt was transported to the hospital and diagnosed with sat. Ivus examination was performed and the stent was confirmed to be properly apposed to the vessel wall. The pt had been taking anti-coagulant drugs. Pci was performed. After pre-dilatation of the lesion, ivus was performed and a new 2.5 x 12 mm mini vision stent was implanted. After the deployment, the stent was post-dilated. The procedure was completed after confirming the stent struts were properly apposed to the vessel, by ivus. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident. Thrombosis, as listed in the mini vision IFU, is a known adverse event associated with coronary stenting. The mini vision IFU states: since the use of this carries the associated risk of subacute thrombosis, vascular complications and/or bleeding events, judicious selection of pts is necessary. There may be higher risks for pts who have experienced a recent (less than 1 week) acute myocardial infarction. It is unk if the recent myocardial infarction contributed to the reported thrombosis. A conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.